Event description:
A (B)(6) male patient contacted zoll customer support to report receiving constant check therapy pad messages and adjust/check belt messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages; adjust/check belt messages) has been confirmed. Upon evaluation, the electrode belt cable was damaged at the distribution node (dn). The dn to rear 2 wire therapy electrode portion of the cable was pulled from the strain relief at the dn. The damage to the cable caused both rear therapy electrodes to deploy gel. The cause for the damaged cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.